Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a continuous reboot cycle. The strips were not going to the emr which is mentioned in another complaint (B)(4), and they were told to reboot the cns. They stated that a hard reboot was performed by the staff despite the biomed's instructions to wait for assistance from them. Once the reboot was performed, the cns was unable to successfully restart and was stuck in the reboot cycle. They then stated that they attempted to properly restart the device to try and get it functioning once again. They also stated that when attempting to change the resolution settings within windows, they were unable to enter all of the settings before the cns reboots itself once again. They informed nihon kohden technical support (tech support) that they were attempting to follow instructions that was provided by the nihon kohden field installerl. This was only the cns that had the issue, and did not affect the monitors in the rooms. Tech support had asked them to shut down the cns entirely. Once shutdown, tech support asked them to uninstall the additional two monitors that are currently connected to the device. They also asked them to remove the kvm that was also installed. Once everything was uninstalled, they then asked them to please connect the main canvas monitor to the cns with no other devices installed. After installing the main monitor, tech support then provided instructions on powering up the cns to see if we were able to monitor patients on its primary monitor. After following the step provided, chris informed me that the cns was able to boot up and monitor patients successfully without the kvm switch attached to the unit. When they tried to include the kvm switch to the cns setup, the cns would go into a boot loop. The customer had a kvm switch that was set up with the cns, but as that was a third party device, tech support stated they do not provide assistance with this. They told the customer that portion of the setup should be be discussed with the nihon kohden installer who assisted them with that. Qa contacted the customer for additional information, and the biomed stated they have rewritten the process to get it all to working and how to avoid the boot looping issue in the future. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a continuous reboot cycle. The strips were not going to the emr which is mentioned in another complaint (B)(4), and they were told to reboot the cns. They stated that a hard reboot was performed by the staff despite the biomed's instructions to wait for assistance from them. Once the reboot was performed, the cns was unable to successfully restart and was stuck in the reboot cycle. They then stated that they attempted to properly restart the device to try and get it functioning once again. They also stated that when attempting to change the resolution settings within windows, they were unable to enter all of the settings before the cns reboots itself once again. They informed nihon kohden technical support (tech support) that they were attempting to follow instructions that was provided by the nihon kohden field installerl. This was only the cns that had the issue, and did not affect the monitors in the rooms. Tech support had asked them to shut down the cns entirely. Once shutdown, tech support asked them to uninstall the additional two monitors that are currently connected to the device. They also asked them to remove the kvm that was also installed. Once everything was uninstalled, they then asked them to please connect the main canvas monitor to the cns with no other devices installed. After installing the main monitor, tech support then provided instructions on powering up the cns to see if we were able to monitor patients on its primary monitor. After following the step provided, chris informed me that the cns was able to boot up and monitor patients successfully without the kvm switch attached to the unit. When they tried to include the kvm switch to the cns setup, the cns would go into a boot loop. The customer had a kvm switch that was set up with the cns, but as that was a third party device, tech support stated they do not provide assistance with this. They told the customer that portion of the setup should be be discussed with the nihon kohden installer who assisted them with that. Qa contacted the customer for additional information, and the biomed stated they have rewritten the process to get it all to working and how to avoid the boot looping issue in the future. No patient harm was reported.